Manufacturer narrative:
Per the clinic, the patient experienced mrsa infection at implant site and subsequently was treated with IV antibiotics (specific date and duration not reported). Additional information has been requested but has not been made available as of the date of this report. This report is submitted on (B)(6), 2023.

Manufacturer narrative:
This report is submitted on april 24, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 (reason unknown). The patient was re-implanted with a new device in the same procedure.